Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 507645, implantable pacing lead, implanted:(B)(6) 2010. (B)(4).